Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of stenosis involved in posterior lumbar fusion (plf) and decompression levels implanted- l2-il. It was reported that during use, patient fell and caused l4 left pedicle fracture. Event was revision surgery, screw on the left side of l4 was removed and transplanted it to the right side of l5. Added screws to l5 left, s1 and il and performed fusion for extending to l2-il. Plif was performed additionally to l5-s1. There was patient injury. Radicular symptoms or l4 nerve root symptoms was numbness in the lower limbs reported in the patient. Reconfirmed there was no malfunction with the reported screw. There was no delay in overall procedure time. Patient was not hospitalized prolong as a result of this event. Product used correctly according to the directions given in the IFU/labeling. Received updated information that both pedicles of l2 broke, rod was cut at l2-3 and the screw of l2 was removed. Screws were inserted additionally at t11-12-l1, and it was connected with axial connector. There was no problem with the products. Received updated information that screw was not inserted in the pedicle of l2 on (B)(6) 2021 in previous surgery, paralysis developed at l2-3 after surgery. Since, the vertebral body was unstable, screw was inserted additionally to l2 to refixed. Implant date of screw is unknown. Received additional information that fracture was developed in the patient due to fell, caused the screw breakage, so in the operation performed on (B)(6) 2021. The broken screw of l2 was removed and no new screw was inserted into the pedicle of l2 in the last operation on (B)(6) 2021. Since, there was no screw in l2, after the operation, paralysis developed at l2-3. There was no malfunction with l4 screw that was transplanted at l5 and did not cause paralysis.